Manufacturer narrative:
The insulin pump had motor error alarm during rewind due to corroded motor home switch. The displacement test could not be performed or the motion sensor test failure and excessive no delivery alarms verified due to the motor error alarm. It also had a scratched display window. Note: this is a remediation MDR. Medtronic (B)(4) implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic (B)(4) conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery, motor error and motion sensor test failure. Blood glucose value was 137 mg/dl. The customer stated that the drive support cap appeared recessed and the insulin pump was not exposed to a high magnetic field. The customer received another motor error alarm after disconnecting and reconnecting the infusion set and reservoir and stated she was unable to rewind. The insulin pump was returned for analysis.